Event description:
It was reported by the customer that a bd pyxis medstation es system was showing a 'not in formulary' error when attempting to remove a medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: (B)(4) ¿ add med ID to formulary. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was in the facility formulary but not in the pharmacy formulary. A technical support specialist advised to unload the medication from all pyxis es stations, remove the medid from the facility formulary, add the medid to the pharmacy formulary, add the medid to the facility formulary via the approval queue, and reload the medication at the station to test removal against an order.